Manufacturer narrative:
Corrected data: health effect - clinical code: changed from insufficient information to no clinical signs and symptoms. Medical device problem code: changed from insufficient information to adverse event without identified device or use problem.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their scs system explanted to try a competitor's system on an unknown date for an unknown reason.